Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bleeding after dressing removal is related to v.a.c.® therapy. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On (B)(6) 2016, the following information was reported to kci by the nurse: when the dressing was removed the wound started to bleed. On (B)(6) 2016, the following information was reported to kci by the nurse: the dressing was removed without surgical intervention. Upon dressing removal the wound had a very small area that had slow oozing of blood. They could not get the bleeding to stop with pressure so the nurse used silver nitrate in the wound to stop the bleeding, a pressure dressing was placed and activ.a.c.(tm) therapy was placed on hold. The patient was seen and the wound assessed on (B)(6) 2016. There was no active bleeding seen from the wound at the time of the assessment and the patient had no negative symptoms from the event. The wound looked good, was beefy red in color and had good granulation. Activ.a.c.(tm) therapy was restarted. On (B)(6) 2016, kci quality engineering (qe) completed a device evaluation which determined the device with cords passed quality control (qc) checks and met specifications on (B)(6) 2016 before placement with the patient. The device was delivered to the patient on (B)(6) 2016. However, based upon review of kci records, the patient and wound nurse both stated that the unit was working properly and refused to allow exchange of the device. The unit remains with the patient to date with no further reported issues; therefore, the device is not available for evaluation and the customer complaint could not be substantiated by kci quality engineering.

Manufacturer narrative:
Based on the additional information provided, it cannot be determined that the alleged bleeding after dressing removal is related to v.a.c.® therapy. Therefore, kci's reportability determination remains the same. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On (B)(6) 2016, the device was tested per quality control (qc) procedures by kci technical services, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. The device was returned to kci technical services on (B)(6) 2016. The device passed qc checks and met specifications after placement with the patient. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit related to the reported event.